Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6), implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while setting up for a case the system displayed "localizer faulted" the site swapped camera carts and to proceed with procedure.  There was no patient involvement. The representative accessed ndi toolbox on both systems on site, no fault statuses were triggered on either system. Neither  system on site had an amber light illuminated on the camera. The passive planar prove was verified and tracked with no issue.